Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery and the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.